Event description:
A routine complaint investigation revealed that the consumer allegedly received a high blood glucose result (300 mg/dl) when compared to a hosp lab value (157 mg/dl) obtained within an acceptable time range. When charted on a clarke error grid, the results fall into the "c" zone which shows clinical significance of error. There was no report of medical intervention, death or serious injury.